Manufacturer narrative:
H3 other text : device location unknown.

Event description:
Consumer reported complaint for error message (e-3) with 2 vials of test strips (reference (B)(4)). During the call, a blood test was performed by the customer and produced e-3 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2024 and test strips were opened two days before the call. The customer reported feeling dizzy; customer stated he was going to see his doctor after the call due to the dizziness. Customer is insulin dependent but he did not specify if he based the dosage of insulin on his results.

Event description:
A company representative reported that a patient was revised to address migrated ozark screws and an ozark plate with a disengaged locking mechanism. This report captures the ozark plate.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.